Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and cleared the plugged waste line. The fse flushed the waste lines and vacuum lines with hot water. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the needle cartridge on the coulter lh 750 analyzer was leaking blood. No injuries occurred and medical attention was not sought. There were no reports of exposure to mucous membranes or open wounds. No change to patient treatment attributed to or connected to this complaint.